Event description:
A dialysis machine in operation emitted a smell of burning from rear power supply section. On 3/15/95, MFR's maintenance person checked the unit/ran in dialysate and rinse with no problem, and cleared for use on 3/16/95.